Event description:
In the CT room, when withdrawing the needle core, the rubber stopper of the protective device broke and blood was spilled on the patient, a replacement is needed, but now it is not possible to determine how many need to be replaced, a letter of response to the complaint is needed, a letter of receipt of complaint is needed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383516 and lot number 3038465. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. Patient problem code: f26 ¿ no health consequences or impact device problem code: a0202 - defective component

Event description:
In the CT room, when withdrawing the needle core, the rubber stopper of the protective device broke and blood was spilled on the patient, a replacement is needed, but now it is not possible to determine how many need to be replaced, a letter of response to the complaint is needed, a letter of receipt of complaint is needed